Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported failure is related to a silk road medical device failure or a recrudescence of original event. As this event could be associated with the nps, it will be reported out of abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that hours after a left transcarotid artery revascularization (tcar) procedure, the patient experienced stroke symptoms. Imaging revealed an embolic stroke. The patient's symptoms have completely resolved however it is unknown how long the symptoms lasted. At this time, it is unknown if the reported failure is related to a silk road medical device failure or a recrudescence of original event. As this event could be associated with the nps, it will be reported out of abundance of caution.